Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/essure coils might have broken off') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's medical history included body mass index normal, multigravida and parity 3. Current weight 103 lbs. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced seizure (seriousness criterion medically significant). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), abdominal pain lower ("throbbing pain below belly button / abdominal pain/lower stomach pain") and pain ("pain in her sides"). In 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), allergic rash ("allergy: rash/skin condition"), fatigue ("fatigue"), dry skin ("rashes or skin conditions: dry spots"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings/ psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), pelvic pain ("sharp , throbbing pain below belly button"), vaginal discharge ("vaginal discharge") and allergic skin reaction ("allergy: rash/skin condition") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, seizure, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, constipation, alopecia, urinary tract infection, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased, abdominal pain lower, allergic rash, allergic skin reaction, fatigue, anxiety, depression, dry skin, cystitis, vaginal infection and pain outcome was unknown. The reporter considered abdominal pain lower, allergic rash, alopecia, anxiety, bladder disorder, constipation, cystitis, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and allergic skin reaction to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2013 and now reporting as (B)(6) 2013. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Medical history added. Events : psychological or psychiatric problems condition: anxiety and depression, rashes or skin conditions: dry spots, bladder infection, vaginal infection, pain in her sides added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included body mass index normal. Current weight 103 lbs. On (B)(6) 2013 the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("sharp , throbbing pain below belly button"), vaginal discharge ("vaginal discharge") and abdominal pain ("throbbing pain below belly button") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, seizure, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, constipation, alopecia, urinary tract infection, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, constipation, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's medical history included body mass index normal. Current weight 103 lbs. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings/ psych injury"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("sharp , throbbing pain below belly button"), vaginal discharge ("vaginal discharge"), abdominal pain ("throbbing pain below belly button"), rash ("rash"), skin disorder ("skin condition") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, seizure, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, constipation, alopecia, urinary tract infection, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased, abdominal pain, rash, skin disorder and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, constipation, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, seizure, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New events: rash, skin condition, fatigue. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/essure coils might have broken off') in an adult female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." The patient's medical history included body mass index normal, multigravida, parity 3, hydronephrosis, pap smear abnormal and allergic reaction to analgesics. Current weight 103 lbs. Concomitant products included codeine, hydrocodone bitartrate;paracetamol (vicodin), paracetamol (tylenol) and promethazine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced seizure ("seizures"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), abdominal pain lower ("throbbing pain below belly button / abdominal pain/lower stomach pain") and pain ("pain in her sides"). In 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), allergic rash ("allergy: rash/skin condition"), fatigue ("fatigue"), dry skin ("rashes or skin conditions: dry spots"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings/ psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), pelvic pain ("sharp , throbbing pain below belly button"), vaginal discharge ("vaginal discharge") and allergic skin reaction ("allergy: rash/skin condition") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, seizure, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, constipation, alopecia, urinary tract infection, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased, abdominal pain lower, allergic rash, allergic skin reaction, fatigue, anxiety, depression, dry skin, cystitis, vaginal infection and pain outcome was unknown. The reporter considered abdominal pain lower, allergic rash, alopecia, anxiety, bladder disorder, constipation, cystitis, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and allergic skin reaction to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2013 and now reporting as (B)(6) 2013 current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/essure coils might have broken off') in an adult female patient who had essure (batch no. A78079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included body mass index normal, multigravida, parity 3, hydronephrosis, pap smear and allergic reaction to analgesics. Current weight 103 lbs. Concomitant products included codeine, hydrocodone bitartrate;paracetamol (vicodin), paracetamol (tylenol) and promethazine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced seizure ("seizures"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), abdominal pain lower ("throbbing pain below belly button / abdominal pain/lower stomach pain") and pain ("pain in her sides"). In 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), allergic rash ("allergy: rash/skin condition"), fatigue ("fatigue"), dry skin ("rashes or skin conditions: dry spots"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings/ psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), pelvic pain ("sharp , throbbing pain below belly button"), vaginal discharge ("vaginal discharge") and allergic skin reaction ("allergy: rash/skin condition") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, seizure, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, constipation, alopecia, urinary tract infection, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased, abdominal pain lower, allergic rash, allergic skin reaction, fatigue, anxiety, depression, dry skin, cystitis, vaginal infection and pain outcome was unknown. The reporter considered abdominal pain lower, allergic rash, alopecia, anxiety, bladder disorder, constipation, cystitis, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and allergic skin reaction to be related to essure. The reporter commented: discrepancy noted for date of insertion previously reported as (B)(6) 2013 and now reporting as (B)(6) 2013 current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: medical records received reporter information, lot no was added. Concomitant drug, medial history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included body mass index normal. Current weight (B)(6). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("gastrointestinal or digestive system condition type: constipation"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("sharp , throbbing pain below belly button"), vaginal discharge ("vaginal discharge") and abdominal pain ("throbbing pain below belly button") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, seizure, mood swings, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, constipation, alopecia, urinary tract infection, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, constipation, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received: case became valid & incident. Event injury nos replaced with events abdominal pain, alopecia, bladder disorder, constipation, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased & monitoring procedure not performed. Product, reporter date of birth, patient demographic information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.